Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer charge efficiently and had to be charged frequently. It was also noted that the lead was not providing pain relief in the leg. The patient underwent a revision procedure wherein the ipg was replaced, and the leads were relocated. The patient was doing well postoperatively, and the explanted ipg was discarded per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).